Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement. The patient alleged cough. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement. The patient alleged of having cough.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of dark fiber and white powder contamination throughout the base unit and air path. The manufacturer also found evidence of dark fiber in the humidifier outlet port and dust or dirt contaminate in the humidifier area. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found 3 errors was logged. The manufacturer concludes the contaminates found were consistent with white powder, dark fiber and dust or dirt contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.